Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "joint pain" and "left armpit is swollen." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "joint pain" and "left armpit is swollen." The patient additionally reported "symptoms of autoimmune disease;" this event is not related to the device. Device remains implanted.